Manufacturer narrative:
The MFR's service rep performed an onsite investigation. The system transformer was re-tapped from 113 vac to 119 vac. The system was tested and operated as intended.

Event description:
The customer reported, the system emits overvoltage alarms intermittently. No pt injury reported.